Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not discharge in sync mode during cardioversion. There was no negative patient impact.